Event description:
The pt is a 26-yr-old woman with bilateral augmentation using the saline implants in 1990. Since 1990, she noted problems with recurrent infections, such as bladder infection, sinus infection. She has pains at the bottom of the feet, weak and sore wrists. Physical examination demonstrates a class I contracture of the breasts and the saline implant appears to be intact. Because the capsule contain silicone and inflammatory changes, it would be medically necessary to remove the capsule in the pt suspected of hyrpersensitivity reaction to the implant.